Event description:
It was reported that during a procedure a piece of the fiber tip was found inside the patient's kidney. The tip was retrieved and intact. There were no patient complications reported.

Manufacturer narrative:
Update to block e1: initial reporter facility name.

Event description:
It was reported that during the procedure, a piece of fiber tip of the laser was noticed inside the patient's kidney. It was noted that the tip was retrieved and intact. There were no patient complications reported.